Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was too short after removed. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer stated that the electrode was not stay in body. Customer also reported lost sensor alarm and sensor error. The device will not be returned for analysis.